Event description:
Spoke with (B)(6) md who reported he had issue with both gel one syringes, tried to inject on (B)(6) 2024, when injecting 1st dose, lot of resistance and medication would not come out the syringe popped off of the device and unscrewed from needle and liquid in syringe spilled everywhere; same thing happened with second syringe. Md tried to use another needle (18g) thinking that might be the issue - same issue - medication would not come out. Cannot try again due to sterility. Md states he has injected other items like steroids with this pt with no issues. He has also never had any issue with gel one syringe before as well. Possible defective device. Lot number dd23j27g and expiration date 11/19/2025 for both syringes. Patient missed dose. No adverse event reported. Unknown if patient still has defective device on hand for return. No further information provided. Indication: bilateral primary osteoarthritis of knee. Reported to (B)(6) by health professional. Ref report: mw5153903.